Event description:
It was reported that the user experienced low blood glucose while using the ilet on the first day of pump use during the learning period; the user self-treated with oral glucose and values returned to range, and troubleshooting and education on low treatment were provided. Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.